Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and / or corrected data.

Event description:
The device has been explanted; rupture was not confirmed.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Explant surgery has been scheduled for (B)(6) 2019, but it has not yet been confirmed if occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Doctor reported unknown side "patient with a 300ml seroma and a rupture signs a per ultrasound data". The device remains implanted.